Manufacturer narrative:
(B)(4). Batch # unk. Additional information: there are no issues with the device or reloads intraoperatively, no issue with staple formation, and no post-op bleeding. The surgeon continuously pulse fires and waits 5-7 seconds before firing as opposed to the 15 secs as recommended. It is unclear if the surgeon does a leak test in each case. The leaks seem to be occurring at the top part of the staple line. The rep does seem to think he is close to the esophagus and the bougie on the last firing. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? Was the site of the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Where was the leak? What color cartridge was used? Were there any difficulties with the device in the initial procedure? Any issues with staple formation throughout the care of the patient? Why does the surgeon believe the 4-week post op leak caused by the device and no other factors like patient tissue factors? Any add medical or surgical intervention required beside antibiotics? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was another leak occurred 4 weeks post op. The post op leak was treated with antibiotic.

Manufacturer narrative:
(B)(4). Date sent: 8/31/2022. Additional information received: procedure completed by fellow (B)(6). Initial surgery date: unknown. Lot number: unknown. Female patient.